Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The reason for surgery included second degree rectocele, third degree cystocele, urodynamic stress incontinence, urodynamic frequency. Concurrent procedures included align retropubic sling, rectocele repair, cystocele repair, cystoscopy with calibration